Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose was 168 mg/dl. Customer loaded cartridge with cold insulin. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.